Manufacturer narrative:
In this case, the reported difficult or delayed activation (clip deployment), incomplete coaptation (slda) and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.based on the information reviewed, the reported device damaged by another device (dislodged) appears to be related to procedural conditions (poor image) and patient anatomy (large flail) . The reported single leaflet detachment (slda) was a cascading effect of the device damaged by another device. The reported image resolution poor could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure a mitraclip xtr was successfully implanted on the anterior-3/posterior-3 (a3/p3) leaflet segment. A second mitraclip ntr was advanced to further reduce mr. The second clip had challenges capturing the leaflets and caused the first clip to have a single leaflet detachment (slda). The procedure was discontinued and the patient underwent a surgical mitral valve replacement.